Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The reported needles mis-fired and inability to retract/remove the plunger could not be confirmed due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulties; however the patient effects and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic carotid procedure. Reportedly, a cuff miss occurred with the first proglide device. A second proglide device was used, but the needles mis-fired and the proglide plunger was unable to be retracted/removed from the proglide device. The foot was retracted/parked. As the device was removed from the anatomy, the needles reportedly grabbed the vessel resulting in vessel damage. Manual arterial compression was held and the patient was taken to surgery. The artery was repaired and hemostasis was achieved surgically. There were no reported adverse patient sequelae. A clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.